Manufacturer narrative:
The subject device was returned to omsc for evaluation except for the broken fragment of the probe. The evaluation confirmed that the probe broke down at 14 mm from the distal end. There was a scratch, which may lead to the fracture, around the broken point of the probe. The shape of the fracture surface showed that the fracture developed from the scratch as the starting point. The ptfe pad was severely worn. The jaw had a contact mark against the tip of the probe. The manufacturing history was reviewed, with no irregularities noted. Considering the evaluation result of the subject device, omsc concluded that the user continuously activated output without grasping anything in the grasping section (including after the tissue separated), and the pad wore. Then the pad and the jaw contacted, which caused the contact mark. Because the user kept outputting in its state, the probe had the crack and broke off by the physical stress on it. Based upon the finding of the evaluation, this report appears to be related to user handling.

Event description:
The subject device was used during a video-assisted thoracic surgery (vats). Olympus medical systems corp (omsc) was informed that the device could not be used any more than about 30 minutes later from the beginning of use. The procedure was completed with another tb-0535fc. Omsc confirmed that the probe broke off. Omsc inquired of the facility about the details and was informed that the probe had broken off outside of the patient. There was no patient injury reported.